Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings and all released product met specification. Iritis is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, a subject enrolled in the encore registry underwent uncomplicated cataract surgery with hydrus microstent implantation. The implant was positioned in schlemm's canal on the first attempt. At the 1-month follow-up on (B)(6) 2021, a mild iritis with 2+ anterior chamber reaction, no hyphema, and a clear cornea were noted; gonioscopy confirmed proper positioning of the microstent. The patient was treated with a topical steroid on a tapering schedule. The iritis fully resolved without sequelae by (B)(6) 2021.

Manufacturer narrative:
The device remains in situ and is therefore not available for evaluation. The device lot number is unknown; therefore, a review of the device history record cannot be conducted. Device identifiers were requested, and a supplemental report will be submitted if any new information becomes available.